Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter was out of range for over 4 hours. There was no report of injury or medical intervention. No additional event or patient information is available.